Event description:
It was reported that the patient received several inappropriate shocks. The right ventricular (rv) lead was fractured, had high impedance, and was oversensing. The lead was capped and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).